Event description:
The device was not returned for evaluation as anticipated.

Manufacturer narrative:
A product history record (phr) review of lot 18379944 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator gauge of a 5f exoseal vascular closure device (vcd) failed to change color and could not be released in the vessel. It was finally released on the skin surface. Hemostasis was achieved through manual compression. There was no reported patient injury. The patient underwent an interventional procedure (hepatic artery chemoembolization) for hepatocellular carcinoma due to liver cancer, after which it was proposed to have a vein puncture tract blocked by using a 5f exoseal vcd. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color. When the device was removed from the patient, the indicator wire loop was not deployed or showing. Additionally, the indicator wire was not visible when the device was removed. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18379944 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator and plug inaccurate placement" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator gauge of a 5f exoseal vascular closure device (vcd) failed to change color and could not be released in the vessel. It was finally released on the skin surface. Hemostasis was achieved through manual compression. There was no reported patient injury. The patient underwent an interventional procedure (hepatic artery chemoembolization) for hepatocellular carcinoma due to liver cancer, after which it was proposed to have a vein puncture tract blocked by using a 5f exoseal vcd. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place the thumb on the plug deployment button during retraction, and the indicator window did not show any red color. When the device was removed from the patient, the indicator wire loop was not deployed/showing. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1-2 seconds after depressing the deployment button. The indicator wire was still visible when the device was removed. A non-cordis sheath was used. The device is expected to be returned for evaluation. The hospital reported this case as a serious injury adverse event to china nmpa directly.